Event description:
Explant - stenosis. A pt with unknown medical history underwent ross procedure with the use of a pulmonary homograft in 1999. Pt developed incompetency of the aortic-placed native pulmonary valve due to aortic root dilitation status-post ross procedure. The aortic placed native pulmonary valve was replaced with a porcine valve. Concurrently, the pulmonary homograft was explanted due to stenosis and replaced with another pulmonary homograft.